Event description:
On 30-jun-2025, pentax medical became aware of an event involving a pentax video colonoscope model ec-3890mzi, serial number (B)(6) in china within the apac region. A leak was detected during the leak test of the endoscope. The leak location could not be identified. Due to the malfunction of the endoscope, the patient's procedure was delayed, which affected the diagnostic process. This event occurred during reprocessing. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Additional information: it was reported that the facility confirmed the endoscope was within the warranty period and that it was sent to the manufacturer for repair. However, it has not yet been returned to pentax medical. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: d8: was this device ever serviced by a third party?- "unknown" to "yes". B4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - type of investigation, investigation findings, investigation conclusions. Additional information: d4: primary unique device identifier (UDI), h4: device manufacture date, h11: evaluation summary. Evaluation summary: event that occurred is leakage. The pentax engineer checked with hospital staff. The malfunction was found during reprocessing. No harm was caused to the patient. Based on the investigation, a potential root cause of this failure is the bending rubber being scratched by some sharp object during storage or reprocessing of the endoscope. Scratches on the bending rubber caused leakage. A definitive root cause of the reported issue could not be identified. The device was repaired by the third party and returned to the hospital. We have reminded the hospital to ensure that daily operations and reprocessing procedures comply with the IFU. Investigation completion and return date:08-jul-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 11-aug-2020 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 24-aug-2020. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.